Event description:
New information received states that the device was explanted, and a new device was implanted. Therapy was restored post procedure and there were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Type of reportable event has been updated from malfunction to serious injury.

Event description:
New information received states that a surgical intervention is anticipated in the near future to replace the implantable pulse generator due to the device being inoperable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that upon trying to connect to the implantable pulse generator, a replace generator message was observed. No further information is available at this time.